Manufacturer narrative:
The device was evaluated by a field service representative. This report will be updated when the evaluation is reviewed.

Event description:
It was reported that power cord sparked near the wall outlet. There was no patient involvement or adverse consequences related to this event.